Manufacturer narrative:
Section b3: the event date provided in initial report was estimated. Section d: the suspect medical device was changed to (B)(6). Manufacturer's investigation conclusion: the reported line that appeared on the patient's system controller could not be confirmed through this evaluation. Although a specific cause for the reported event could not be determined, the account reported that the display on the system controller was likely caused by an electrostatic discharge (esd) event. It was reported that the patient¿s system controller would randomly show a line instead of a number. This appeared to happen when the patient went inside after being outdoors. It was reported that the observed events were likely due to an esd event as the patient resides in a cold and dry climate. The patient remains ongoing on hm3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. Sections 3 and 6 of the IFU as well as sections 1, 3 and 4 of the patient handbook warn that high levels of static electricity can cause the left ventricular assist device to stop, and state that patients should use battery power when not sleeping or relaxing or while performing activities that can generate static electricity. Section 6 of the IFU and section 4 of the patient handbook also provides examples of when static electricity can occur and how it can be avoided. Section 4 and section 5 of the IFU explain that the system controller displays "-.-" and " - - - -" in the pump parameter boxes when there is a loss of communication with the pump. Section 7 of the IFU and section 5 of the patient handbook describe all alarm conditions as well as the appropriate actions associated with them. The testing and classification tables in appendix c of the IFU and section 9 of the patient handbook include electrostatic discharge information. A section on ¿handling emergencies¿ is also provided in the patient handbook. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information has been provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the observed event of line in the controller reading was likely due to electro-static discharge (esd) event as the patient resides in a cold and dry climate.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's system controller would randomly show a line where a number should have been. The patient stated that it appeared to happen then they came inside after being outdoors. This controller was taken out of use.